Event description:
Left hip revision surgery 5 months after the primary surgery due to infection. Cup, liner, head, and stem revised.

Manufacturer narrative:
Batch review performed on 27 october 2021. Lot 1907008: (B)(4) items manufactured and released on 08-jan-2020. Expiration date: 2024-dec-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional items involved in the event, batch review performed on 27 october 2021. Ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 2006698. Lot 2006698: (B)(4) items manufactured and released on 09-oct-2020. Expiration date: 2025-sep-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Mpact 01.32.156sh acetabular shell ø56 no-hole (k132879) lot. 2009447. Lot 2009447: (B)(4) items manufactured and released on 26-jan-2021. Expiration date: 2026-jan-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot. 2009614. Lot 2009614: (B)(4) items manufactured and released on 10-nov-2020. Expiration date: 2025-oct-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.